Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 3 devices had broken/damaged components and 3 devices had missing components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported that the device had missing or damaged restraints, as well as the unit falsely engaged into the fastener. There was no patient involvement.